Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 166 mg/dl at the time of the incident. Customer stated that the pump may have gotten sweaty because she was wearing it in her bra. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad trace. No button error alarm noted. The insulin pump has cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.